Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button stopped functioning as intended. Customer confirmed the pump still turned on when plugged into a power source. Customer's blood glucose level was in the 400 mg/dl range. Reportedly, the customer had manual injections for continued insulin therapy.